Event description:
A report was received that the patient was experiencing excruciating pain at the implant site and made worse when stimulation was on. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead was replaced. Device malfunction was not suspected. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing excruciating pain at the implant site and made worse when stimulation was on. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm; model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.